Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Review of the memory log verified that there was an induction and the device did not charge to full energy. The device was tested in primary configuration and the device was able to sense, charge and deliver full energy shock with normal charge times and normal shock impedances. The cause of the error messages could not be determined.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Device memory was reviewed and it was determined the device experienced a da error which occurred due to a bit flip in the active device firmware image in memory. When a firmware reset occurs, the device emits beeping tones during the reset. Temporary performance anomalies may occur until the error is detected and corrected upon completion of the hourly cyclic redundancy check (crc). This s-ICD was exposed to simulated heart load conditions to test the sensing and defibrillation functions. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in shock therapy output. Laboratory analysis concluded that the s-ICD experienced a memory error while in the field that was appropriately self-corrected. After the self-correction, the device was able to sense and deliver therapy.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that after a successful induction test, two red charge time error messages were noted on the programmer. Three new interrogations were performed, but the error messages were still present. As a result, this device was removed and replaced. No adverse patient effects were reported.